Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 389 mg/dl. During a pump system check, air bubbles were observed exiting from the cartridge while priming the tubing. The customer changed the pump supplies and resumed insulin delivery. A bolus via the pump was delivered and insulin injections were administered to address the high bg level.